Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had to press esc button harder in order to respond. The customer's blood glucose level was unknown. The customer also reported that he had received no delivery alarms with no explanation and there were scratches on the insulin pump screen. The customer declined to troubleshooting. The insulin pump will not be returned for analysis.